Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented for follow up due to receiving multiple shocks five days prior. Attempts to establish telemetry was unsuccessful despite several attempt. Different programmers and telemetry wands were attempted without success. The patient was moved into an electromagnetic isolation chamber however telemetry could not be established. A magnet reset was performed but this did not resolve the issue. Device data was forwarded to boston scientific experts in engineering and research & development. It was concluded that the device has evidence of persistent telemetry scan detections since january. There were at least 15 resets, three of which occurred since january. The root cause is unknown however it is likely a telemetry system malfunction that is not correctable by a hardware reset. Device replacement was recommended. The device was explanted and replaced without incident. Following explant, telemetry was successfully established with the device. The explanted device is expected to be returned for evaluation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted tool marks on the case and header. The seal plug was missing, and the set screw slot had dried body fluid contamination in it. It was difficult to interrogate the device as it took eight scans to find the device and connect to it. Device diagnostics were obtained. A full memory dump was successful after four attempts. The interrogated monitoring voltage was normal and there was no evidence of a high current drain. The wakeup pulse test was performed, and results were normal. A review of the device memory noted multiple calibration retries and timeouts. Manual electrical measurements were obtained and normal sensing and shock outputs were noted. The device case was opened. Internal visual inspection noted cracked solder joints on the telemetry circuitry. There were also depression wear marks from cyclical compression of the device case.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented for follow up due to receiving multiple shocks five days prior. Attempts to establish telemetry was unsuccessful despite several attempt. Different programmers and telemetry wands were attempted without success. The patient was moved into an electromagnetic isolation chamber however telemetry could not be established. A magnet reset was performed but this did not resolve the issue. Device data was forwarded to boston scientific experts in engineering and research & development. It was concluded that the device has evidence of persistent telemetry scan detections since january. There were at least 15 resets, three of which occurred since january. The root cause is unknown however it is likely a telemetry system malfunction that is not correctable by a hardware reset. Device replacement was recommended. The device was explanted and replaced without incident. Following explant, telemetry was successfully established with the device. The explanted device is expected to be returned for evaluation.